Event description:
It was reported that rn was preparing the endoplege catheter for insertion and when she filled the balloon with 2 ccs of saline, the saline dripped out the end of the catheter and the balloon deflated. Procedure robotic mvr. No patient injury.

Manufacturer narrative:
Device evaluation- complaint was not confirmed. The device balloon was aspirated. It then was inflated with 2cc of water. Inflation was sustained for 2 hours with no volume loss or leakage. Water was introduced through all of the device lumens and the water flows from where it should. Visually, this device has no defects. A device history record review was completed and this device met all specifications upon distribution. Further investigation is in progress to determine root cause of the event, a second evaluation is being performed on this device

Manufacturer narrative:
Anticipate product eval, device recieved.

Manufacturer narrative:
A second evaluation was performed and the device malfunction of balloon leak was not confirmed. A root cause could not be determined. Trends will continue to be monitored and appropriate investigations will be performed if further action is required.